Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/jul/2012 and 29/jul/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV, burning/itching/swelling.

Event description:
Patient reported right side rupture. Additionally healthcare professional reported a capsular contracture, baker grade IV. Patient later reported "burning/itching/swelling". The reported event of "lumps/nodules" is considered non-device related. Device remains implanted.